Event description:
It was reported by service report that the fowler weldment was bent, and would not lay flat as one side would touch down before the other. The motion interrupt pan was broken. There was patient involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result: damaged motion interrupt pan and bent fowler weldment would not allow the bed to lay flat.